Event description:
Reporter called stating that she received a letter from equinox that both of her shoulder implants have been recalled due to defective packaging of the devices. Reporter said that she received her shoulder implants between 2004 to 2021. Today, both shoulders are in a lot of pain on a daily basis and that she is not able to lift or carry anything with weight.